Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic'), genital haemorrhage ('general abnormal bleeding') and device dislocation ('implants in the cul-de-sac and along the right pelvic side wall') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, endometriosis, uterine enlargement, ovarian cyst and pelvic adhesions. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), fatigue ("fatigue"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding),"), dyspareunia ("dyspareunia (painful sexual intercourse),") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full), bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, fatigue, heavy menstrual bleeding, dyspareunia and psychological trauma outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion-(B)(6) 2007, (B)(6) 2007 patient received treatment for events -abdominal pain, dysmennorhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain, general abnormal bleeding, menorrhagia (heavy menstrual bleeding), right: 3 coils, left: 7 coils. Endometriosis implants in the cul-de-sac and along the right pelvic side wall diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, heavy periods. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-jun-2021: medical record received. Reporter information, patient medical history and reporter causality added. New event implants in the cul-de-sac and along the right pelvic side wall was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic'), genital haemorrhage ('general abnormal bleeding') and device dislocation ('implants in the cul-de-sac and along the right pelvic side wall') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, endometriosis, uterine enlargement, ovarian cyst and pelvic adhesions. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), fatigue ("fatigue"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding),"), dyspareunia ("dyspareunia (painful sexual intercourse),") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full), bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, fatigue, heavy menstrual bleeding, dyspareunia and psychological trauma outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion-(B)(6) 2007, (B)(6) 2007 patient received treatment for events -abdominal pain, dysmennorhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain, general abnormal bleeding, menorrhagia (heavy menstrual bleeding), right: 3 coils, left: 7 coils. Endometriosis implants in the cul-de-sac and along the right pelvic side wall diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, heavy periods. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-jun-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), fatigue ("fatigue"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), dyspareunia ("dyspareunia (painful sexual intercourse),") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full), bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, fatigue, menorrhagia, dyspareunia and psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2007, (B)(6) 2007 patient received treatment for events -abdominal pain, dysmennorhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain, general abnormal bleeding, menorrhagia (heavy menstrual bleeding), diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: not provided. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received-event injury updated to pelvic pain. New events abdominal pain, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), psych injury, fatigue, general abnormal bleeding, menorrhagia (heavy menstrual bleeding) were added. Patient information and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.